Event description:
Account alleged that when they lower the head section down all bed functions stop working.

Manufacturer narrative:
Technician found that there were no siderail functions on the left and right siderails. Technician replaced the nurse control power board to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.